Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had ¿an issue¿ before where they think there was an ¿update done and there was difficulty controlling, in fact, it didn¿t control and actually shut down and it took several hours to get that corrected. Then, one side didn¿t start working until they had to come back the next day and spend several hours with the doctor.¿ they think that the doctor talked to the manufacturer about this. Then they saw the doctor and ¿things didn¿t go right.¿ additional information was received from a healthcare provider (hcp) reporting that it is unclear when the patient's concerns occurred. At the office visit on (B)(6) 2021, right impedance check was >20k. They were able to program after talking to a manufacturer representative (rep) including the connector to original settings. They believe there were no problems or concerns reported since last office visit on (B)(6) 2021. However, if this incident happened on (B)(6) 2021, it was never reported to neurology. The hcp stated that the issue could have happened with the patient's primary care provider. The patient could potentially have had issues after a mammogram or the patient did have a mineral bone density scan completed. The hcp does not have details regarding this event.